Event description:
It was reported that during this left ventricular (lv) lead implant procedure, it exhibited irregular amplitude, threshold and pacing impedance, showing greater than 3000 ohms. The lead was subsequently removed prior to pocket closure and replaced. No adverse patient effects were reported. The lead is expected to be returned for analysis.

Event description:
It was reported that during this left ventricular (lv) lead implant procedure, it exhibited irregular amplitude, threshold and pacing impedance, showing greater than 3000 ohms. The lead was subsequently removed prior to pocket closure and replaced. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e0726 and impact code f1906. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) implant procedure, this left ventricular (lv) lead exhibited irregular amplitude, threshold and pacing impedance, showing greater than 3000 ohms. The lead was subsequently removed prior to pocket closure and no lv lead was implanted. The patient's oxygen saturation was decreasing (hypoxia) so the case was finished with a single chamber implantable cardioverter defibrillator (ICD) instead. No adverse patient effects were reported. The lead was returned for analysis.